Event description:
(B)(4). Many common side effects, depression/add,chronic pelvic and abdominal pain, muscle soreness, heavy bleeding, cramping, hair loss, major pms, hand/foot numbness and prickly feeling, blurred vision, dizziness, migraines, rash, hot flashes, pregnancy of unwanted child (#5) due (B)(6) 2016. After delivery and healing, tubes will be taken out. Still need testing done for location of coils due to pregnancy, test couldn't be done.